Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device exhibited noise oversensing due to air bubbles in the device header, which were observed after the implant procedure. Boston scientific technical services (ts) was contacted for assistance and advised to program therapy off for 24 hours to allow air bubbles to resolve and resume desired programming. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates the oversensing resolved and normal tachycardia programming was done thereafter. The clinic plans to continue normal follow-up and the field representative confirmed there were no adverse patient effects due to the oversensing. This device remains in service.